Event description:
Update ad 25 jan 2019: surgeon confirmation received stated that the reason(s) for patient revision were pain, alval reaction, and elevated cobalt ion screen.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under CAPA. Ongoing post market surveillance is conducted per our procedures for this product.

Event description:
Asr revision. Asr xl. Left hip. Reason for revision(s): not provided. Doi: (B)(6) 2010; dor: (B)(6) 2018; left hip.